Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. . Initial reporter phone: (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. Investigation conclusion: the reported defect cannot be confirmed or associate to manufacturing process; because, we could not evaluate a sample or photo. We could not confirm the issue at our customer facility with the provided information. Always refer to IFU for product usage recommendations. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. No corrective action required at the failure. Process fmea (B)(4) was reviewed and there are proper controls in place to detect product malfunctions. Root cause description: we could not found the exactly root cause of the issue, no sample or photo was received. Rationale: no CAPA was opened since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that the safety shield of the bd saf-t-intima¿ IV catheter safety system failed to retract when pulling out of the patient's skin. The hcw pricked him/herself : exposure to blood. No further information provided at this time. No mention of medical intervention given.